Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Additionally, it was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. Customer's blood glucose ranged from 100-112 mg/dl.